Event description:
It was reported that pericardial effusion was noted after placement of the right atrial (ra) lead and right ventricular (rv) lead. Pericardiocentesis was performed and the leads were removed. No further patient complications have been reported as a result of this event.